Event description:
Pt had a cystectomy of the incisive canal opening. The surgeon elected to place a piece of collatape in the operation site and the tape was left in there. Six days later there was wound dehiscnce with a whitish material spewed out. After six weeks pt started having a burning pain. It was later found out that a fibrin clot had formed with scarring due to fibrous tissue. There was bone necrosis as well. Pt is in constant pain. Pt is on methadone, clonazepam, "marinol." Pt is disabled. They can't drive or work.